Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead exhibited high capture thresholds. The lead was not used. The patient's condition post procedure was good.